Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked. This was further described as when releasing a pump for a patient, it was noticed that it had ¿leaked all over the top of the infusor¿. This issue was discovered prior to patient use. The device was filled with fluorouracil 3600mg in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from august 13, 2020 - august 14, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which did not show evidence of a leak. An image from the photo showed a few specks of white drug residue located near the fill port which was determined to be a result of drug residual filling. Therefore, based on the review of the image from the photo, the reported condition of leak was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.